Event description:
Rn (registered nurse) noted blood backing up from the patient into the IV tubing. Upon investigation, the rn noted a wet area on the ground and, on closer look, the IV tubing appeared bunched up and had a slit in it where the medication was leaking out of. Other events describing faulty/leaking tubing or issues with integrity of the tubing (having hole(s) or cracks, breaking, snapping or being damaged during routine use, being sliced or cut in half by the pump, and leaking at connection sites).